Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employee nurse from (B)(6) of peritonitis, diarrhea, fever, vomit and reuse mask coincident with dianeal unknown therapy. On (B)(6) 2010, the patient began treatment with dianeal unknown ultrabag 1.5 %therapy intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient was hospitalized due to peritonitis manifested by cloudy effluent and abdominal pain. The patient also experienced diarrhea, fever and vomiting. On an unreported date, the patient began treatment with unspecified antibiotics. The cause of the peritonitis was due to reuse of mask. At the time of this report, the events of peritonitis, diarrhea, fever and vomiting were resolving. The outcome for the event of reuse mask was unknown. Dianeal unknown therapy continued with unspecified dose. The nurse did not provide a causality assessment for the events of peritonitis, diarrhea, fever, vomit and reuse mask.